Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-06069. It was reported the patient experienced inadequate left side coverage. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time an additional lead was implanted to address the issue. Reportedly, both original leads were left implanted, however one lead was disconnected from the header and is no longer in use. Effective bilateral coverage was achieved postoperatively. The issue is resolved.